Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's battery cap was stripped. They were unable to remove the battery cap on their insulin pump. Customer's blood glucose levels have been over 600 mg/dl. The battery cap slot was missing. Troubleshooting for their high blood glucose level was declined. Customer was advised to discontinue use of the device and revert to a backup plan. The device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.